Event description:
It was reported that they had excessive silicon lubricant with of the 20 bd veo¿ insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from korean to english: there were many syringes with excessive silicon lubricant and the number was about 20.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-oct-2022. Investigation summary: investigation summary: customer returned (10) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 1175967 . Customer states that there is an oily type liquid coming out of the syringes. All returned syringes were examined and 8 out of 10 samples exhibited a clear drop of material coming out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 1175967. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported that they had excessive silicon lubricant with of the 20 bd veo¿ insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from korean to english: there were many syringes with excessive silicon lubricant and the number was about 20.